Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient. It was reported that the patient¿s implantable neurostimulator (ins) hadn¿t worked for two months. The hcp stated that the patient didn¿t charge their ins. No patient symptoms were reported. Indication for use is spinal pain.